Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were unresponsive after the pump was exposed to water. The reporter denied any damage to the pump. The reporter stated there was no moisture in the pump. The patient reportedly wore the pump exterior to a garment and used a protective skin and did not clean the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing; all buttons had normal spring back or click. During investigation, evidence of contamination was found under contrast key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.